Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays. Ap view of the left hip demonstrates superior dislocation. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. No complaint history review was performed, due to insufficient information from customer. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #unknown, unknown stem, lot #unknown. Item #unknown, unknown cup, lot #unknown. Item #unknown, unknown head, lot #unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: (B)(4).

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient's left hip has dislocated. No medical intervention has been planned at this time. Additional information was requested; however, none was available.